Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical canada. The customer's report of failed 30 joule test was observed during review of the device data logs. However, the device was put through extensive testing including multiple 30 joule tests and power on self test (post) without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The customer's report of no power up was not replicated or confirmed. The device was put through extensive testing including power cycling and bench handling using the returned battery and multiple known working batteries without duplicating the report. An internal inspection found that the battery pins were loose. The battery pins were reseated as a precaution. The device log does not capture no power up condition as the device needs to be powered on to record device activity. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.